Manufacturer narrative:
The customer reported of collar fell off was confirmed upon visual inspection. Visual inspection observed that the male luer collar was half way broken off from its collar base (cavity 9c). The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue were observed. No testing was deemed necessary due to the obvious damage. The root cause was identified as design of the male luer component.

Event description:
It was reported that the extension tubing was first used on (B)(6) for intermittent cefepime infusion in 1ml syringe. This tubing was connected to the primary tubing overnight and disconnected in the morning. When the nurse attempted to connect the set to peripherally inserted central catheter (PICC) line for the first dose of antibiotic, it was noted that the male luer collar fell off. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical products: 1ml syringe;PICC line;8100;8015; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is a pediatric. Although requested, patient demographics were not provided.

Event description:
It wa reported that the extension tubing was first used on (B)(6) for intermittent cefepime infusion in 1ml syringe. This tubing was connected to the primary tubing overnight and disconnected in the morning. When the nurse attempted to connect the set to peripherally inserted central catheter (PICC) line for the first dose of antibiotic, it was noted that the male luer collar fell off. There was no patient injury. Although requested, additional information was not provided.